Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the MRI potential discussion the patient stated they did have the stimulator put in then he took it out. The patient said they thought it was all completely taken out. No further complications were reported.